Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when closing the incision during an exploratory laparoscopy, the suture broke. The used another suture with the same lot number and broke again.